Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The patient's blood glucose increased and was hospitalized. [Blood glucose increased]. Needle was blocked [device occlusion]. Medicine to fail to be injected successfully [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "the patient's blood glucose increased and was hospitalized. (Blood glucose increased)" with an unspecified onset date, "needle was blocked (device blockage)" with an unspecified onset date, "medicine to fail to be injected successfully (device failure)" with an unspecified onset date and concerned a patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy". The patient's height, weight and bmi (body mass index) were not reported. Dosage regimens: novofine 32g 6 mm: on an unknown date, the patient's blood glucose increased and was hospitalized due to the needle was blocked, which caused the medicine to fail to be injected successfully and was not sure if the patient used the needle only once. Batch numbers: novofine 32g 6 mm: not reported action taken to novofine 32g 6 mm was not reported. The outcome for the event "the patient's blood glucose increased and was hospitalized. (Blood glucose increased)" was not reported. The outcome for the event "needle was blocked (device blockage)" was not reported. The outcome for the event "medicine to fail to be injected successfully (device failure)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available. Preliminary manufacturer's comment: 11-oct-2024: relevant information on the insulin used and drug delivery device used with blocked needle, needle batch number, needle re-use, proper storage and trained user is unavailable. The suspected faulty device has not been returned to novo nordisk for evaluation. No conclusion reached.

Event description:
Case description: investigation result: novofine 32g etw tip 0.23/0.25*6mm - batch unknown. No investigation was possible, because neither sample nor batch number was available. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available. Since last submission the case have ben updated with the following: qc result and qc comment field updated. Expected date of fu updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2024: relevant information on the insulin used and drug delivery device used with blocked needle, needle batch number, needle re-use, proper storage and trained user is unavailable. The suspected faulty device novofine 32g 6mm needles has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needles. H3 continued: evaluation summary. Novofine 32g etw tip 0.23/0.25*6mm - batch unknown. No investigation was possible, because neither sample nor batch number was available.